Manufacturer narrative:
(B)(4). Batch # t5ec8y. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the reload (sr75) did not deploy staples after firing the device. Surgery was delayed 30 minutes, but was successfully completed with a new reload. No fragments were generated and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/27/2020. Device analysis: the analysis results found that the sr75 reload was received with no apparent damaged. The cartridge had the proximal 3 drivers up without staples and 6 staples were noted to be missing along the cartridge. The returned reload had the swing tab in the locked position. No functional test was performed due to the condition o reload. It is possible that an improper handle of the reload caused that the staple come out of the pockets. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.